Event description:
Cobe spectra developed power failure. Operator followed instruction to resume treatment but machine continued to fail, indicating different code number each time. Unable to return blood manually and remove sets after took off patient without returning blood. Changed outlets and turned machine on/off with no results. Therapy delayed.